Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) has migrated from its original location in the pocket and required a pocket revision. It was also reported that the other manufacturer's right atrial (ra) lead connected to this crt-p, triggered an alert for high impedances greater than 3000 ohms. During lead testing the lead was found to be sensing the ventricular signal and the high impedances were recreated. No noise was seen on the electrogram (egm). However, episodes were reviewed, which showed noise being oversensed, after the alert changed the pacing configuration to unipolar. During the revision procedure, the pocket was manipulated with no noise on the egm, in bipolar configuration. Testing with the pacing system analyzer and programmer were performed and measurements looked nice and stable. The physician was inclined to keep the lead. The plan was to program the ra lead to unipolar pace and bipolar sense. No additional adverse patient effects were reported.